Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rep spoke with auth cece, patient caregiver, who messages via omni chat that there is an issue with patient purewick unit. They stated that for the past week it has not been suctioning. They verified the kit that was pur in june has been placed on the system. Rep went over the overflow stop valve. Unit did not pass troubleshooting. Replacing kit and requesting biohazard boxes from fa. Lot #: 20250001. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event is inconclusive as the original alleged device was not returned. An evaluation of the device returned was completed. Evaluation of sample noted: a bd canister with lid, pump tubing and collector tubing was returned for evaluation. A different material#/product was reported. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There was light and sound indicating function. Functional evaluation of the returned sample noticed the in-house device passed tm0301240 revision 3 with a value of 2.093slpm at start and 2.132 slpm after 10 sec. Once the system was powered on and ran for 30 seconds, the returned accessories passed tm0301254 revision 3 by showing a 500g increase in 18.70 seconds. In-house device, power cord and elbow connector was used of evaluation. The labeling is found to be adequate, as it states: "ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter" labeling also states: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." A DHR review is not required as the lot number is unknown. No actions can be taken at this time since a root cause was not identified. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative spoke with auth (B)(6), patient caregiver, who messages via omni chat that there is an issue with patient purewick unit. They stated that for the past week it has not been suctioning. They verified the kit that was purchased in june has been placed on the system. Rep went over the overflow stop valve. Unit did not pass troubleshooting. Replacing kit and requesting biohazard boxes from fa. Lot #: 20250001. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Event description:
It was reported that the rep spoke with auth cece, patient caregiver, who messages via omni chat that there is an issue with patient purewick unit. They stated that for the past week it has not been suctioning. They verified the kit that was pur in june has been placed on the system. Rep went over the overflow stop valve. Unit did not pass troubleshooting. Replacing kit and requesting biohazard boxes from fa. Lot #: 20250001. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.